Manufacturer narrative:
7/16/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a colon procedure. Reportedly, the staples would not close properly. No pt injury was reported.